Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the use of three 6-12 f mynx control venous vascular closure device (vcd) the patient had post procedure complication of inflammation and pseudoaneurysm. The "malfunctions" were access site complications post procedure, not related to the deployment of the device. A groin ultrasound was completed 7 days later for a mass that was 3 cm that was consistent with a pseudoaneurysm. An ultrasound the following day was completed with ultrasound and a medicated thrombin injection. The right limb experienced the complications. Four 6-12f mynx control venous vascular closure devices (vcd) were used. Four access sites were used and the approximate distance between access sites was 3 mm. The devices were used in an atrial fibrillation "rf" and the unknown sheaths were not downsized. No blood thinners were used. The physician and the technician performed the procedure and the technician closed. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complication of inflammation and pseudoaneurysm. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. A groin ultrasound was completed 7 days later for a mass that was 3cm that was consistent with a pseudoaneurysm. An ultrasound the following day was completed with ultrasound and a medicated thrombin injection. The right limb experienced the complications. Four 6-12f mynx control venous vascular closure devices (vcd) were used. Four access sites were used and the approximate distance between access sites was 3 mm. The devices were used in an atrial fibrillation "rf" and the unknown sheaths were not downsized. No blood thinners were used. The physician and the technician performed the procedure and the technician closed. There were no complications noted during deployment or use of the product. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6 as reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complication of inflammation and pseudoaneurysm. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. A groin ultrasound was completed 7 days later for a mass that was 3cm that was consistent with a pseudoaneurysm. An ultrasound the following day was completed with ultrasound and a medicated thrombin injection. The right limb experienced the complications. Four 6-12f mynx control venous vascular closure devices (vcd) were used. Four access sites were used and the approximate distance between access sites was 3 mm. The devices were used in an atrial fibrillation "rf" and the unknown sheaths were not downsized. No blood thinners were used. The physician and the technician performed the procedure and the technician closed. There were no complications noted during deployment or use of the product. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2416501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s IFU as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pvd (peripheral vascular disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and is also listed in the mynx control venous IFU as such. The reported events could not be confirmed as images of the puncture site were not received for analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but, if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review and the available information, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.